Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual examination and functional testing. The battery was able to adequately charge and provide power to a test controller. Review of the controller log files could not be performed since log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed or duplicated during testing; the battery performed as expected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not charging. The battery would appear fully charged on the battery charger but indicate 50 percent charge when connected to the controller. The battery was exchanged. No patient complications have been reported as a result of this event.